Event description:
It was reported that during the procedure, the right ventricular set screw would not engage the screwdriver head. The device was not used. A new device was implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
The reported field event of inability to tighten setscrew was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.